Event description:
It was reported that device showed timeout error. No patient injury was reported.

Manufacturer narrative:
Customer received timeout error. Both tamper seals were broken and plunger head filled with corrosion. Fluid ingresssion on all pcbs. Counterfeit low profile supercap installed on main board. Battery communication timeout, battery not working. Unable to download ehl. Problem caused by customer, there was a combination of contamination on the interconnect board and counterfeit low profile black supercap installed on main board. Pump beyond economical repair.